Event description:
The customer reported a stem cell harness on attempting to collect plasma for the first time, there was a leak at the joint connecting the tube to the tube for the plasma bag. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation: the device history records (DHR) were reviewed for this lot. There were no issues noted in the DHR that would have contributed to what the customer experienced. The slip fit luer connection and adjacent tubing from the cobe spectra set were received for investigation. A residue of dried fluid was noted on the outside of the luer. Visual inspection confirmed that the luers were adequately pressed together; there was no obvious looseness. In order to test the connection the luers/tubing were solvent bonded into the collect line of a cat 70620 disposable and a simulated plasma collection was carried out. During this time the luer did not leak. Near the end of the simulated run, the blue slide clamp was closed on the collect line; the subsequent build-up of pressure resulted in an immediate leak. Subsequent re-opening of the clamp caused the leak to stop (i.e. The press fit was still intact after the leak). The luer connectors were visually inspected and no notable defects were noted. Some minor "flow marks" were present in the female end of the luer, however, based on previous testing, as well as the testing carried out in relation to this specific complaint, these marks are not considered to have been related to this leak. No other customers have reported similar complaints. A review of the lot showed other similar occurrences from the same customer. Root cause: definitive root cause of the observed defect remains undetermined. This type of leak is normally related to a build-up of pressure in the plasma line. Potential causes for such a build-up in pressure may include: -accidental closing of the blue slide clamp during manufacturing, or -accidental closing of the blue slide clamp at the customer site, or -an occlusion at the bag bond socket (the bag was not received on this occasion). Corrective/preventive action: subsequent to manufacturing lot 09t15222, the relevant process has been re-validated and staff re-trained.